Event description:
The advocate stated the customer tested his blood glucose and received a reading of 300 mg/dl using his contour meter. He retested using the advocate's meter and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.